Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device pump needs looking at showing a channel error which was resolved by replaced top pressure sensor with a new sensor a ran a rate calibration to verify pump is working as it should. There was no patient involvement.